Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative performed pneumatic service diagnostics, functional tests and electrical safety test. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, multiple autofill failures were generated. The unit was replaced and therapy was continued. No pt injury was reported.